Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, drop in r-wave amplitude measurement was observed. Patient is therapy dependent, so the physician decided to replace the lead due to electrical failure. Lead was capped and replaced on (B)(6) 2016.